Event description:
The customer reported that the device is displaying defib failure cycle power with error code 00080 (defib power up fail) upon power up then halts operation. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that the device is displaying defib failure cycle power with error code 00080 (defib power up fall) upon power up then halts operation. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.